Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error that could not be cleared. The blood glucose reading was 95 mg/dl. Customer reported that earlier, the blood glucose reading had been 48 mg/dl and that was due to being at work and not eating for a few hours. Customer treated by eating lunch. He stated that the insulin pump was in his pocket with his wallet because the clip had been broken, so a button may have been pressed for three minutes or longer. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners and a severely scratched display window.